Event description:
Patient to have a total laparoscopic hysterectomy. The surgeon was testing the harmonic scalpel prior to start of surgery, and the "jaw" on the scalpel was broken. New device obtained and case proceeded without further incident. Device given to coordinator to arrange for a return.